Manufacturer narrative:
This report is being supplemented to provide additional information based on follow-up with the user facility, the device evaluation and the legal manufacturer's final investigation. Further information regarding the event was received from the user facility during follow-up where the event occurred during a diagnostic ebus (endobronchial ultrasound) procedure. It was reported that there was a 20 minute delay in replacing the device with a similar device. There was no patient harm reported as a result of this event. The subject device was returned and evaluated where the reported issue of image issues was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that a faulty charged coupled device wire caused the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the ultrasonic bronchofibervideoscope was having image problems; there was on image. There were no reports of patient harm.